Event description:
It was reported that during a knee replacement surgery several years ago, an im rod broke and a small portion remained in the patient. No revision procedure has been performed. No further details have been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Manufacture date - unknown.